Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received questionable results on total (free + complexed) psa-prostate-specific antigen (tpsa) for one patient sample. All results are in ng/ml. The original sample result was 0.164. The sample was repeated and generated a result of 0.154. The original result was reported outside of the laboratory. On (B)(6) 2012, the patient's clinic notified the customer that the patient had been testing at < 0.01. The customer removed two different frozen aliquots, and tested them. Both aliquots generated results of <0.01. The repeats from the aliquots were deemed to be the correct results by the customer; a corrected report was issued. There was no adverse event. As part of their investigation, the customer ran 10 patients that had multiple frozen aliquots, for tpsa. All results matched the original results, and all results were <0.01. The lot of tpsa reagent in use was 16644204, with an expiration date of 03/31/2013. The field service representative was unable to determine a cause. He checked the instrument and did performance testing; which passed. The customer did calibration and qc, which passed.

Manufacturer narrative:
The investigation was unable to determine a specific root cause. The data provided by the customer was evaluated. The calibration and qc data gave no indication of an issue with the system, the reagent, or the calibrators and controls at the date of occurrence.